Manufacturer narrative:
On 10/25/2019, the investigation on the suspected medical device was completed. Investigation summary: according with the existing information, a 325cc implant was received with paperwork for a file number (B)(4), under tracking # (B)(4). Device does not match with file information and a new file was created for it. During evaluation of the sample, it was observed a crease in the posterior aspect. Leak testing was performed and a tear was found within the crease measuring approximately 0.1 cm. Additionally, a leakage from the valve was found. No other anomalies were discovered. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. Crease/fold failures are consistent with a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more contributing factors such as continuous and sustained stresses to the device. However, this cannot be conclusively determined since there are no more information regarding the device and/ or event. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ni. Manufacturer¿s reference number: (B)(4).

Event description:
One unknown 325cc saline implant was received by the mentor failure analysis lab on 08/14/2019 with no accompanying information. The device could not be associated with an existing complaint.  In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.